Event description:
A concentric employee first became aware of this event in late 2008, when reviewing merci registry procedure notes recorded by the site. Mc18l microcatheter along with boston scientific transend guidewire was advanced to the middle cerebral artery. First clot retrieval attempt with retriever l6: minimal flow improvement. Second retrieval attempt with retriever l6: mild flow improvement. 7 mg of tpa thrombolysis agent was slowly infused into mca with some improvement. Third and fourth retrieval attempts with retrieval l6: further improvement. When preparing for 5th retriever pass, when catheter was placed in the mca, an angiogram showed some extravasation of contrast and no further retrieval attempts were performed and no more tpa was infused. Impression: partially successful retrieval of right middle cerebral artery clot with thrombolysis. At end of procedure, there was some extravasation in the middle cerebral artery territory. The patient ultimately died 2 days post procedure due to the stroke and acute mi. Patient had a dnr order.

Manufacturer narrative:
None of the reported information suggested that any concentric medical device malfunctioned. The current device instructions for use (ifc) lists vessel perforation as known complications. Also, there is a warning in the IFU that provides recommendations to prevent vessel damage. Because the device was not returned to concentric medical, a complete investigation could not be performed.